Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "total knee arthroplasty in limbs affected by poliomyelitis" written by nicholas j. Giori, md, phd, and david g. Lewallen, md published by the journal of bone and joint surgery, incorporated july 2002 was reviewed. The article's purpose was to report on authors' experience with total knee arthroplasty in knees affected by poliomyelitis, with specific attention directed toward the severity of disease, oseeous and soft-tissue abnormalities that can increase the difficulty of the procedure, complications, and outcomes of surgery. Data was compiled from 16 primary tka with depuy products either cruciate retaining designs or posterior stabilized designs. Adverse events were associated with 5 (case 1, case 2, case 7, case 10, and case 15) of the 16 patients which are captured individually in linked complaints. Cement manufacturer not identified and article does not report of patella resurfacing. This complaint captures case 10 a patient with a posterior stabilized design tc3 system that experienced a periprosthetic femoral fracture which was treated with splinting and cast application without further complication. The patient experienced a fall and the fracture was located in the supracondylar region. The patient also experienced peroneal nerve palsy post tka that eventually self resolved except for mild sensory deficit in the great toe.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.